Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 3.03 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was heard beeping three times. A boston scientific customer representative explained that this ICD may beep but would follow a certain pattern. The customer representative discussed the possible reasons for this ICD to beep and advised the patient advocate to check for other equipment in the house that may beep. Per medical records, this ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted due to normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.